Event description:
It was reported that the lead had high impedances and the patient noticed a difference in the therapy. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware.